Event description:
It was reported that during interrogation, it was noted that the pulse generators device settings changed. The setting was reset by the programmer. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.